Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05feb2020.

Event description:
It was reported that the customer requested a part number for the user interface after experiencing a dim display. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The customer ordered a user interface to address the issue.